Event description:
It was reported that a malfunction with code malf 24 occurred, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted. Technical support decided to replace the pump, providing the customer with a new device that includes up-to-date software. Instructions were given to the customer on how to return the faulty pump, put it into storage mode, and steps to follow for the new pump. The customer understood and acknowledged all provided guidance.